Event description:
On (B)(6) 2014, the reporter contacted lifescan (B)(4), alleging inaccurate results when comparing readings obtained from the subject meter compared to another device. No results were provided for either device. This complaint is being reported because the reported results did not meet lifescan¿s accuracy/precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.